Event description:
According to the reporter, prior to use, the counter did not light up. Three devices had the same issue when the handle was tapped. The fourth device was lit and used to resolve the issue. There was no patient involvement. Medtronic's initial evaluationof the incident device found that when the cartridge was empty, the interlock did not engage.

Manufacturer narrative:
D10 concomitant product: 176630 endoclip iii 5mm applier (lot#: j4j3617y) 176630 endoclip iii 5mm applier (lot#: j4j3263y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that when the cartridge was empty, the jaws continued to cycle even though no clips remained in the shaft. Additional testing was precluded pending evaluation by engineer. It was reported that the counter did not light up. The reported issue was confirmed. The most likely cause was traced to quality control deficiency. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.